Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation. It's important to note that it is not unusal to see a check pads message in the presence of an esu and there is a warning in the operators guide. If defibrillation was required to be delivered to the patient, an esu would not be in use at the same time.